Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the tubing was confirmed, but the exact cause could not be determined from the evidence that was provided for investigation. One photograph was provided by the complainant, which showed a purple colored catheter against gauze. Two depth markers were visible on the catheter and one of the markers appeared faded. What appeared to be a semi-circumferential breach in the tubing was observed between the two depth marks. Semi-circumferential breaches in the tubing can be associated with flexural fatigue, but without the physical sample and microscopic examination of the split in the tubing, the exact cause of the breach is unknown. It was reported that a leak was observed approximately 1 month after placement, which indicates that the hole developed over time during use. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
They informed us that on the (B)(6) 2017, device was placed in the left arm basilic vein. Patient was being treated with chemotherapy (taxotere 33mg /anthracycline), for previous surgery of breast cancer. On (B)(6) 2017, during flushing with normal saline solution, a small leak was noticed at the exit. It was decided to remove the device, after removal a macroscopic exam indicated two small holes on the catheter wall, about 4 cm after point of insertion. The patient did not report any damage or injury. Another device was placed one week later.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reat1784 showed no other similar product complaint(s) from this lot number.

Event description:
They informed us that on the (B)(6) 2017, device was placed in the left arm basilic vein. Patient was being treated with chemotherapy (taxotere 33mg /anthracycline), for previous surgery of breast cancer. On (B)(6)2017, during flushing with normal saline solution, a small leak was noticed at the exit. It was decided to remove the device, after removal a macroscopic exam indicated two small holes on the catheter wall, about 4 cm after point of insertion. The patient did not report any damage or injury. Another device was placed one week later.